Event description:
Per clinical review: the manufacturer's clinical specialist, spoke with the perfusionist regarding the incident the team had with the six inch roller pump on the heart lung machine (hlm), during a cardiopulmonary bypass (cpb) procedure on (B)(6) 2021. The team set up the hlm and the vent pump with tubing without issue for a procedure. The team occluded the tubing, per procedure for the case. The perfusionist initiated bypass and had a message of 'underspeed'. And then the 'pump jam' message on the six inch roller pump. The perfusionist checked his occlusion, and still received, the same message and loss of function of the vent roller pump. He decided to un-occlude the pump. And have the vent drain passively. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss, due to this issue.

Manufacturer narrative:
Updated block: b5 and h6. The reported complaint was confirmed. If additional information becomes available on this complaint, that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The user facility connected the pump to a vent in the left ventricle. As mitigation for the issue, the rollers were fully unoccluded, allowing for the vent to drain passively, similar to venous drainage. Though minimal drainage was achieved, it was sufficient enough to continue the operation. The field service representative (fsr) discovered that one of the screws that secure tube guide rollers had protruded far enough to make contact with the pump's raceway and was not allowing the pump to rotate. This was the cause of the pump jam error message. He tightened the screw per torque specifications, inspected raceway for any damage and verified that it was within the allowable limits. He then performed required verification/ release testing successfully. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during use of the device for a cardiopulmonary (cpb) bypass procedure, the roller pump displayed an 'underspeed' then 'pump jam' message. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.